Event description:
It was reported that during a da vinci si hysterectomy procedure, the wire at the distal tip of the megasuturecut needle driver instrument broke off and fell into the patient. The broken fragment was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the grip cable was broken. Initially reported wire at distal tip broke off. The idler pulley spins freely and exhibit damage to the face and rim. The cable segment sticks out at the wrist.